Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was missing from the female catheter kit.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿bard female cath kit reorder/ref 0035720 8fr. Instructions for use: 1. Open package and remove plastic wallet. 2 open plastic wallet and don gloves. 3. Pull catheter out of the tube to desired length, lay tube on sterile field. 4. Open lubricant and lubricate catheter. 5. Open swab packet. Cleanse vaginal area. 6. Proceed with catheterization 7. Pull catheter out of top; tighten cover and depress blue spout, 8. Fill out label, place on centrifuge tube. Send to lab in normal manner. Important 1. Use plastic wallet as sterile field. 2. Pull catheter out of centrifuge to the proper length immediately after donning gloves. Note: if urine does not flow freely into the tube, the cap may need to be loosened slightly. Contents: ¿8fr. Catheter in centrifuge tube ¿povidone-iodine swabs ¿vinyl gloves ¿3 gm lubricant ¿towel ¿label sterilized by ethylene oxide single use. Do not resterilize. Do not use if package damaged. Not made with natural rubber latex. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of the physician. Bard and davol are registered trademarks of c.r. Bard, inc." The device was not returned.

Event description:
It was reported that the catheter was missing from the female catheter kit.